Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. D4: catalog number, serial number, UDI and expiration date d10 concomitant: (B)(6), 180-01-54 - crown cup, cluster-hole gr.54. G4: 510k. E1: phone number: (B)(6). Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner and combination of largest available femoral head and/or thinnest available liner was used. The most likely underlying cause for the revision reported is a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient, initial hip implanted on an unknown date, underwent a revision procedure in (B)(6) 2025, and was revised to a 142-32-62 cc inlay vitamin e ext. Coverage, ø 32, gr. 2. No further information provided.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.